Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, additional information was received that the device was used in the anatomy.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and prior to use, the xience alpine stent delivery system was connected to an indeflator and a leak at the hub was observed. There was no patient involvement. A different device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.